Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent incisional hernia repair surgery and lysis of adhesions on (B)(6) 2017 during which the surgeon noted the previous mesh was the wall of the hernia sac. It was reported that the patient experienced severe pain, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite and stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/16/2020. Additional information: a1, a2. Corrected information: a3.

Manufacturer narrative:
Date sent to FDA: 06/09/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.